Manufacturer narrative:
Additional information: h6 health effect/impact code.

Event description:
Related manufacturer reference number: 2017865-2021-33835. It was reported that the patient presented to the clinic on (B)(6) 2021 for a follow-up after receiving inappropriate shock on (B)(6) 2021. During interrogation of the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead, it was noted that the ICD delivered inappropriate shock for electromagnetic interference (emi). Source for emi was not found. Isometrics and pocket manipulation were performed on the patient and noise due to emi could not be reproduced on the lead. It was believed that there was malfunction on the rv lead is likely in the distal portion of the lead. The physician explanted and replaced the ICD and rv lead on (B)(6) 2021. There were no adverse consequences to the patient.

Event description:
It was reported that the patient presented to the clinic for a follow-up after receiving inappropriate shock. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shock for electromagnetic interference (emi). Isometrics were performed on the patient the noise due to emi could not be reproduced. Programming changes were discussed but were not performed at this time. There were no adverse consequences to the patient.